Manufacturer narrative:
Continuation of d10: product ID {evolutpro-29-us}; product lot/serial number (B)(6); product type: {0195-heart valves}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, during pigtail angiography, an ascending aortic dissection was s uspected. The valve was not implanted, and the transcatheter aortic valve replacement (tavr) procedure was aborted. Subsequently, open-chest surgery was performed.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Updated data: b2. Outcome attributed removed b5. Second paragraph added h6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, during pigtail angiography, an ascending aortic dissection was suspected. The valve was not implanted, and the transcatheter aortic valve replacement (tavr) procedure was aborted. Subsequently, open-chest surgery was performed. Additional information was received which clarified that the ascending aortic dissection occurred during preparation, prior to the insertion of the delivery catheter system (dcs) and valve into the patient. Per the physician, the cause of the dissection was likely due to the wire or catheter and the patient's narrow vessels/aortic arch, and neither the valve nor the dcs caused or contributed to the dissection.